Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: there was a thin crack observed in the display. The display screen was still visible.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #3 date of submission 02/07/2017 - correction to d4 serial #.